Event description:
Customer reported receiving high blood glucose readings from her precision xtra glucose meter. Customer also reported experiencing symptoms of shortness of breath. The customer was taken to emergency room at mcclouds health hospital for evaluation and diagnosed with severe hyperglycemia. The customer was treated with insulin to stabilize her glucose level. An investigation into the details of this event is in process.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.